Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues with the device. A field service engineer (fse) upon arrival at the station, there was no failure indication visible on the main station home screen. The user logged into the station and accessed items in each of the four tower doors to verify their functionality. All components operated as expected, and no issues or failures were identified. Fse proceeded to run the required diagnostic tests, which completed successfully without any problems or faults. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.